Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).we received: one perfusor space, 8713030, serial no.: (B)(6), software version 688l030003.the history files were read out and analyzed.the device history of the (B)(6) 2026 between 4pm and 9pm was analyzed.on (B)(6) 2026, at 12:30 pm, the b. Braun ops 50ml syringe was selected.according to the history file, the syringe plunger was grabbed with a remaining volume of approximately 48.49ml.a vtbi therapy was set up. A volume of 46ml and a flow rate of 0.5ml/h were set at 12:31 pm. The therapy was started at 12:32 pm.on (B)(6) 2026, at 10:49 pm, the flow rate was increased to 1ml/h.on (B)(6) 2026, a syringe change was performed at 11:07 am. Up to that point, 30.65 ml had been infused. The "b. Braun ops 50 ml" syringe was selected.according to the history, the syringe plunger was grabbed with a remaining volume of approximately 17.16 ml. The therapy resumed at 11:07 am with a delivery rate of 1 ml/h.at 6:30 pm, a bolus with a preset volume of 5.1 ml was initiated. The entire volume was delivered by the device by 6:32 pm.at 8:22 pm, the therapy was stopped, the delivery rate was reduced to 0.5 ml/h, and the therapy was restarted.at 10:14 pm, the therapy was stopped, the flow rate increased to 1 ml/h, and the therapy restarted.at 10:15 pm, the "vtbi near end alarm" sounded.at 10:18 pm, the "vtbi done" alarm sounded. 46 ml were delivered, and the therapy was stopped by the end alarm.at 10:31 pm, the alarm was acknowledged, and a syringe change was performed.the "b. Braun ops 50 ml" syringe was selected. According to the history, the syringe plunger was grabbed with a remaining volume of approximately 51.54 ml.a new vtbi value of 50 ml was set, and the therapy was restarted at 1 ml/h at 10:32 pm.at 11:58 pm, the therapy was stopped, and the device was put into standby mode.on (B)(6) 2026, at 12:11 am, standby mode was deactivated, and a syringe change was performed.the pump was switched off.after the syringe change, at 10:31 pm, a total of 1.48 ml was dispensed.according to the history, this device did not show that a syringe was emptied within 45 minutes in the time of the incident on the 20th of february 2026 between 4pm and 9pm. After consulting with the safety officer, no further investigation was performed, caused the device didn´t show any abnormalities during the history investigation.the reported defect could not be confirmed.please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info:UDI number (B)(4).premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: on (B)(6) 2026, the injured person died at (B)(6). The injured woman's daughter-in-law, who was present, reported that the injured woman received a 50ml morphine infusion within 45 minutes, and not as intended, at a flow rate of 2 ml/h.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313, k172831, k191910.